Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device displayed a 'shorted lead' indicator. Arc marks were identified on the device casing. Visual evidence of insulation disconformity distal to the lead yoke.